Manufacturer narrative:
The field service engineer checked fluidics and adjusted the dispense of a rinse nozzle. Precision studies were performed and passed. The customer ran calibration and controls and these recovered within established values. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with etoh2 ethanol gen.2 on a cobas 6000 c (501) module. The sample initially resulted in an ethanol value of 17 mg/dl and this value was reported outside of the laboratory to a physician. The physician questioned the result, so the sample was repeated, resulting in a value of < 10 mg/dl accompanied by a data flag. The repeat result was believed to be correct. The ethanol reagent lot number and expiration date were requested, but not provided.